Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with implantable cardioverter defibrillator in backup mode. It was identified that the backup mode occurred due to magnetic resonance imaging being performed without changing the mode of the implantable cardioverter defibrillator. No changes or intervention was reported. The patient was discharged after the procedure.